Event description:
Response: a device from the same lot of the actual device involved in the incident was evaluated (both a visual examination and performance tests were performed). The results of the evaluation indicated that the device performed according to specifications (the alleged failure could not be duplicated). The likely cause of the reported device failure was user handling. Please reference the attached follow-up medwatch form.

Event description:
Pt reported that infusion set came apart, resulting in high blood glucose (in the 400's [mg/dl]). Pt self-treated elevated blood glucose with an insulin injection (15 units).